Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose exceeded high levels as indicated by "high" on their cgm. Despite the elevated blood glucose, the customer administered a correction injection via multiple daily injections (mdi) to address the bg level. The issue was resolved by the customer changing the cartridge and resuming insulin delivery, and no further assistance was deemed necessary.